Event description:
Patient presented with 12mm neck diameter (off-label); use of a palmaz stent was pre-planned. In 2008, access and deployment of a 28-16-140bl bifurcated device, a 28-28-75l proximal extension, and a palmaz stent were uneventful. Follow up CT was done in 10mm slices; an endoleak was noted, however, physician unable to determine whether it was a proximal type I or type iii. The physician explanted the devices to sew in a surgical graft. Upon explant of the devices, there was a moderate amount of thrombus in the aortic neck, which may have not been appreciated on CT, as well a large lumbar feeding into the sac. The patient tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results & conclusions - treatment of 12mm aortic neck length is off-label.